Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that for two weeks the patient obtained blood glucose levels ranging from 200 mg/dl to 600 mg/dl. During this time period, the patient experienced no symptoms of high or low blood glucose levels, and tested negative for ketones. It was reported, the patient is experiencing a growth spurt, and his physician has not adjusted his pump settings. Troubleshooting revealed the patient did not use the pump's systems to calculate bolus doses, he had soreness at the infusion site, and the insulin had been exposed to extreme heat. It was determined all pump settings and programming were correct, and all total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique was incorrect by using insulin that had been exposed to extreme temperatures, which may have compromised its integrity. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia afterwards, this complaint is being reported.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2014 with the following findings: evaluation revealed that the black box starts on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2012 have been overwritten. A review of the available black box and alarm history shows no eaw¿s related to the complaint. The total daily dose adds up correctly and reflects the user programmed basal rate. The pump successfully passed a delivery accuracy test and was found to be operating within required specifications and delivering accurately. Investigators were unable to duplicate the complaint, information for the complaint is overwritten. The pump is not detecting the correct force at 5 lbs. Removed cover and disassembled force sensor; force sensor resistance was found to be in specifications. No contamination was observed on the force sensor housing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).